Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak sac using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod pc within its introducer sheath, the technician broke the pusher assembly of the pod pc. Therefore, the pod pc was removed. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.